Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient experienced shortness of breath and bradycardia. It was also reported that the minimum pacing rate was set to 60. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.